Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The port lumen cracked just before the port stem. The lumen was replaced.

Manufacturer narrative:
The port was returned for evaluation with the lumen locked to it. Visual inspection confirms a leak just before the port stem. There is a tear in the lumen that appears to go half-way around the lumen. A supplier corrective action request was issued to the contract manufacturer. The contract manufacturer reviewed the manufacture records for the lot number reported and found it was manufactured according to specification with no non-conformances or abnormalities. It was noted that the lumen does not go through any assembly process that would require cutting or exposure to sharp objects. The returned device was evaluated and the complaint was confirmed. The components of the device were found to be within specification. It was also noted that the port and lumen were returned attached and locked to each other. These devices are packaged and shipped detached from one another. The extra handling required to attach the lumen to the port stem could have contributed to the event. A root cause cannot be determined but is most likely not manufacture related. The instructions for use (IFU) contains the following caution: prior to advancing the catheter lock, ensure that the catheter is properly positioned. A catheter not advanced to the proper region may not seat securely and lead to dislodgment and extravasation. The catheter must be straight with no sign of kinking. A slight pull on the catheter is sufficient to straighten it. Advancing the catheter lock over a kinked catheter may damage the catheter. Do not hold the catheter or catheter lock with any instruments that could potentially damage either piece (e.g., hemostats). Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.